Event description:
The customer reported to customer service that wires were sticking out and she saw sparking. In response to the questions sent to the customer, the customer did acknowledge burning. No flame, fire, or injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after using for a long period of time, that there was sparking on the cord close to the transformer and there were signs of the cord burning. She also indicated that there were no signs of smoke or fire and that there were no injuries sustained. The customer also stated that she will be sending the transformer back for evaluation. Attempts have been made to retrieve the product which as of this date it has not been received. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.